Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. The reported patient effect of occlusion is listed in the graftmaster rx coronary stent graft system, instructions for use, as a known patient effect that may be associated with use of a coronary stent in native coronary arteries. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a perforation in the mid-left anterior descending artery. The 2.80x19mm graftmaster stent was deployed to successfully seal the perforation. During the procedure, thrombosis was discovered via angiography. Aspiration was attempted but was unsuccessful. Bypass surgery was then performed. During surgery it was discovered there was no thrombosis. Although there was no damage to the stent, the stent was causing the vein to kink. The vein was adjusted at the edge of the stent allowing full flow. There was no adverse patient sequela reported. No additional information was provided.